Event description:
(B)(4). Began as slight joint pain. Slowly progressed. Pelvic pain, increased pelvic pain that becomes unbearable around the time of my period. Fatigue. Extreme amounts of fatigue. I get one good week a month. Memory loss/brain fog.